Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro sparked and burned the patient and surgical drape.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the jaws. The silicon insulation was peeled and detached at the tip of the cold jaw and hot jaw leaving part of the metal jaws exposed. The silicon insulation of the cold and hot jaw was observed to be burnt. The detached silicon was not returned for evaluation. A microscopic inspection was conducted. The heater wire remained attached at the tip and the base of the hot jaw but was very flexed away at in the center of the hot jaw. There was significant amount of char and tissue buildup on the jaws. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced a normal amount of visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed. No sparks or arcing were observed when the device was connected to the power supply and activated. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No visual defects were observed. Based on the return condition of the device, the reported complaint "spark" was not confirmed. The analyzed failure "peeled jaw" , "bent wire" and "thermal decomposition of the device" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro sparked and burned the patient and surgical drape.